Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/24/2020. A manufacturing record evaluation was performed for the finished device pek737 batch number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the suture detached from the needle. There were no adverse patient consequences reported.